Manufacturer narrative:
(B)(4). Batch #: t94002. Investigation summary: the device was returned with the jaws misaligned and the clamp arm damaged. Upon further analysis of the tissue pad, an off-center burn-in was observed. The device was tested on a gen11. The device did activate. No "difficulty to open or close" issues could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue.

Event description:
It was reported that during a laparoscopic anterior resection, it was found that the blade and the tissue pad were misaligned. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.